Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the unit did not alarm during a patient desaturation, during which the patient turned blue. No consequences or impact to patient were reported.